Event description:
It was reported that during a shoulder cuff repair, the helicoil knotless screw broke when screwing into patient. The broken pieces were removed using graspers. The surgeon gave up on lateral row and finished the case by changing the surgical technique. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the anchor was not returned in any original packaging. Only the proximal anchor was returned. It is fractured into multiple pieces. Bio debris is present. A functional evaluation could not be performed due to only a broken proximal anchor being returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.